Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 07-oct-2015. The most recent information was received on 04-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety attack"), cyst ("cyst"), asthma ("asthma"), pain ("pain (could not do anything, off work)"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), rash ("excessive rashes") and pelvic discomfort ("pelvic discomfort"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, anxiety, cyst, asthma, pain, menorrhagia, abdominal pain, back pain, dyspareunia, alopecia, tooth disorder, rash and pelvic discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, asthma, back pain, cyst, dyspareunia, menorrhagia, pain, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure (ess205). The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received: case was upgraded to serious incident. Device removal date was added. Essure indication was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.